Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45). During procedure, the activated clotting levels was 250s and heparin was administrated. It was noted that the 25mm amulet did not have enough depth to fully seat the device. There were some instances, where the device had orientations with the distal pin was not in line with the take off of the appendage. It appeared as though the distal pin was bent back on itself. There was an instance where the device was pulled out of the appendage in the shape of lobe and the device was fully retracted. The device was removed safely from the patient prior to the release. A new smaller 22mm device was chosen and tried to implant using the same delivery sheath. The device was implanted after multiple repositions due to the sheath was riding the pulmonary vein (pv) ridge. After the procedure, a pericardial effusion was noted and it lead to cardiac tamponade. A pericardiocentesis was performed and 150ml of blood was tapped from the patient. The patient was sent to intensive care unit (ICU) with drain in place. The patient was reported stable.

Manufacturer narrative:
An event of deformation of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could be as a result of patient anatomy and there not being enough depth to fully seat the device within the appendage. There is no indication of a product quality issue with regards to manufacture, design, or labeling.